Manufacturer narrative:
Investigation - evaluation: one ngage nitinol stone extractor was received for evaluation. Visual inspection of the device noted the extractor was returned tangled in the shipping tray. The unidex handle (udh) and the basket formation were both in the open position. There were multiple kinks observed in the basket sheath which may be related to how the device was returned tangled in the shipping tray. The support sheath and the basket sheath were still adhered. The polyethylene terephthalate tubing (pett) measured 3.5 cm in length. Functional testing was performed. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The unidex handle (udh) actuates the basket formation; but the basket formation does not completely close. The udh handle was disassembled. The basket formation was manually actuated and the basket formation was able to be opened and completely closed. The customer report has been confirmed. Based on the available information a definitive root cause cannot be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed there is one similar complaint for the basket would not open/close. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician found that the ngage nitinol stone extractor failed to open and close prior to performing the procedure on the patient. The device did not come in contact with the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.